Event description:
It was reported that after meals the user experienced hyperglycemia, and a fingerstick reading was 329 mg/dl, with the highest reported value 352 mg/dl, which was attributed to a cartridge that was not fully seated in the ilet. The user rewound and reinserted the cartridge and planned to monitor glucose. Symptoms included sleepiness. Outcomes included transient high blood glucose for approximately two hours without ketone testing, backup therapy, medical intervention, or hospitalization, and the user received assistance from a contact to use a glucometer due to parkinson¿s disease. Investigation included review of device use and user-performed troubleshooting with cartridge reinsertion. Investigation of this case revealed a cartridge attachment issue that likely interrupted insulin delivery, consistent with a use-related device handling problem involving the cartridge component. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.